Event description:
(B)(6) clinical study it was reported that death occurred. In (B)(6) 2012, the patient presented with unstable angina. Subsequently, index procedure was performed. The target lesion was a long lesion extending from mid left anterior descending (lad) artery to distal lad with 99% stenosis and was 15.00 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00x24mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the subject expired.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication results indicates stent thrombosis occurred.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).